Event description:
Initial info was rec'd by a sales rep from a nurse on (B)(6)-2011: a (B)(6) female pt rec'd poly-l-lactic acid (sculptra) (lot # unk, expiration date unk) about two yrs ago in 2009. In (B)(6) 2011 knots developed after having an ultrasonic facial. A pathology report stated that the pt had a biopsy of subcutis of left jaw skin and found foreign material (crystalline) associated with fibrosis, granulomatous inflammation, and reactive changes. Seriousness criteria were checked as intervention was required to prevent permanent impairment or damage, but no details were provided. At the time of this report the pt had not recovered. No further relevant info reported.